Event description:
A customer in the (B)(6) notified biomérieux of obtaining false positive (resistant) cefoxitin screen (oxsf) results for staphylococcus aureus in association with the vitek® 2 ast-p634 test kit (ref 415671, lot 7341545103). Repeat analysis with the same lot of vitek® 2 ast-p634 test kit obtained negative (susceptible) oxsf results. Disk diffusion testing was performed as an alternative method and obtained susceptible results. Initial vitek® 2: oxsf = positive (resistant), repeat vitek® 2: oxsf = negative (susceptible), disk diffusion: oxsf = susceptible. The customer stated that the negative (susceptible) results were reported to the physician after confirmation with the disk diffusion testing and that there was no impact to the patient. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in the united kingdom regarding false positive (resistant) cefoxitin screen (oxsf) results for staphylococcus aureus in association with the vitek® 2 ast-p634 test kit (ref (B)(4), lot 7341545103). At the time of the investigation, the customer¿s strains were no longer available for submittal and testing. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. Vitek® 2 ast-p634 lot 7341545103 met final qc release criteria, and passed qc performance testing.